Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the home pt.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per the initial report, the home pt initiated therapy first, and then hooked himself to the transfer set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.